Manufacturer narrative:
Additional information received: the patient's condition has been well with no issues seen in postoperative clinical course. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. It was reported that during the index procedure, the first device (ettf2525c70ej) was implanted just below the renal arteries and landed on the vessel with the mildly thrombosed aneurysm. The device was reportedly pushed forward intentionally while deploying, resulting in a shortened treatment length. It was noted that this outcome was anticipated in pre-procedure planning. As a result of the short length another device (etew2828c82ej) was implanted to extended distally and the target aneurysm was successfully excluded. On the final angiogram, the aneurysm was still seen faintly. The physician assessed this to be a minor type IV endoleak and they thought it would self-resolve. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.